Event description:
It was reported that during testing the pump failed occlusion at 10.52 psi. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.h3: device has not been returned to manufacturer.

Manufacturer narrative:
D9: date returned to mfg 4/22/2024. One device was returned for evaluation. Visual inspection revealed the downstream sensor contaminated by fluid ingression. The event history log confirmed high-pressure and multiple no disposable alarms occurred. Functional testing was unable to replicate the reported issue; however, the event was confirmed in the history log. The most probable root cause was determined to be fluid ingression contamination on the downstream sensor. The downstream sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.